Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found the lead kinked at 11 cm from the connector, at the suture tie down area. The distal insulation in this area was damaged. Damaged distal insulation can cause a short between the proximal and distal coils.

Event description:
It was reported that during a device upgrade, when the pacemaker was programmed to bipolar and the pulse generator was removed from the pocket there was asystole (as if the device was still programmed unipolar). Upon removing the lead from the pulse generator and attempting to pace from the pacing system analyzer, bipolar lead impedance of greater than 4000 ohms was observed. The lead was explanted and replaced.